Event description:
During a case the set screws would not final tighten on the l5 pedicle screw. Upon examination, it was noticed that the set screws were stripped. There was no harm to the patient. It is unknown whether the tulip or set screws were stripped and explanted as no devices were returned. An MDR is being filed on both set screws and tulips.